Event description:
It was reported that patient ('pt') was on the cath table; critical but stable on pump 1:1 hr 130's. A hot line call was placed reporting "condensation alarm/pump failure." The clinical support specialist (css) spoke to an rn. Physician was "attending" who had called due to a "condensation alarm" and rn relayed to css that pump had stopped pumping. Rn "pressed the reset button and had to hit the green button to start pumping again." Rn stated, "the pump has been pumping without incident since that alarm." Css verified with rn that alarm said "condensation alarm" and not "drain failure" and that "pump stopped pumping" and rn said, "yes". Rn also told css that there was "no condensation noted in the cold trap or in the driveline tubing". Css told rn that this could have been a "drain failure alarm" and explained that it may have been caused by the "tachycardia," but pump should not have "shut off." Css suggested they switch to another pump and send this pump to biomed. Rn told css that she "would let intensive care unit (ICU) know they could do that if they had any problems with pump in the future, but rn did not feel it was necessary at this time."

Manufacturer narrative:
(B)(4). Device will not be returned for eval.